Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead demonstrated too high shock impedance value (> 150 ohms) and it was capped and replaced for this reason approximately 13 months after the implantation. The elevated values were noted in (B)(6) 2017 for the first time.